Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the patient outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.

Event description:
The patient presented with right hemiparesis and dysarthria caused by occlusive thrombus extending from the proximal left internal carotid artery (ica) to the left middle cerebral artery. The interventional procedure was initiated about 8 hours after symptom onset. Several intravascular devices and intra-arterial tpa injections were involved with several attempts to remove the occlusive thrombus, with limited success. The physician noted extravasation of contrast which the physician attributed to possible perforation of the left anterior choroidal artery when attempting to access the occluded supraclinoid left ica using the x-celerator 0.014" guidewire (manufactured by ev3, inc.) And the microcatheter 18l. Heparin was reversed and the procedure was stopped. CT/mr imaging at 24 hours revealed extravascular blood. The (B)(6) worsened by more than 4 points and hemorrhage was identified as the predominant cause of the neurologic deterioration.